Event description:
After placement of the balloon into the patient, the balloon ruptured during inflation before reaching rated burst pressure. The balloon was removed without incident or harm to the patient. No additional intervention was required. Manufacturer response for balloon, 12 x 4 x 75 mustang (per site reporter) per report, manufacturer notified.